Event description:
It was reported that there was lead warning on the right ventricular (rv) lead due to high superior vena cava (svc) and short interval counts (sic). It was noted there was intermittent impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Minimum rv pace varying between 500 and greater than1000 ohms. Rv pace max impedance 1200 ohms feb-2013 through sep-2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).